Event description:
It was reported by the rep that the (1) tlc75 was used during a colon resection procedure. It was reported that the device misfired during bowel anastomosis and the surgeon decided to hand sew the anastomosis. The staples did not form properly and the line looked as though it would open. There was no pt consequence.